Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which is sufficient to point to a potential lead issue despite normal appearing lead numbers. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields impact codes h6.